Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a ¿leak¿ was confirmed. A leak was noted on the instrument channel of the scope. A visual inspection found scratches and chipping on the pink glue. The bending section glue was cracked. The light guide bundle had 10 broken fibers noted. The scope¿s image was checked and found the eyepiece broken on the edge. The ultrasound image had 2 broken elements noted. The bending section of the scope was noted to be loose with no broken strands. Chemical damage, discoloration, cuts or scratches were noted on the scope¿s insertion tube. There were surface scratches noted on the light guide tube. The angulation of the scope was checked and found to be low. The scope¿s ID showed 406 uses.the instruction manual states in the ¿warnings and cautions¿ reference section ¿read before use.¿do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ do not twist or bend the bending section with your hands. Equipment damage may result.¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ the cover of the irrigation port part cannot be removed. Equipment damage can result.¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result.¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged.¿ do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result.¿ do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image.¿

Event description:
The service center was informed that the scope failed the leak test in the user facility¿s automatic endoscope reprocessor (aer). There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The legal manufacturer reviewed the contents of this complaint. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: the following causes can be inferred from the survey results. Since it was found that there was an abnormality in one of the scopes, it is inferred that there was no abnormality in the instrument and that it was caused by the scope with the abnormality. From the investigation result, the following cause was presumed. ·regarding the leak of the instrument channel, perforation may have occurred at insertion and removal due to external force being applied by the handling of accessories, resulting in the leak. ·regarding the damage to the insertion section, since fine scratches and discoloration were confirmed, the phenomenon may have occurred due to external force or chemicals by handling.